Manufacturer narrative:
Failure analysis confirmed the insulin pump had a button error alarm due to corroded keypad traces. No moisture damage found inside the pump. The insulin pump was received with cracked display window corner, reservoir tube lip, scratched lcd window and missing end cap sticker. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, moisture damage and button error. Customer's blood glucose was 169 mg/dl. The customer stated the insulin pump was exposed to rain water before the keypad issue. He stated there is fluid under the lcd screen. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.